Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infuser elastomeric device underinfused during infusion. It was observed that very little of the medication had been delivered during infusion. The peripherally inserted central catheter (PICC) was still clamped; therefore, the customer disconnected the device, flushed, and reattached the elastomeric device and was able to continue with therapy. The device contained 8g flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.